Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for inflation difficulty and deflation difficulty are unable to be confirmed as no device or relevant imagery were returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''the valve inflation was very difficult and when physician tried to deflate, balloon did not go down. Physician manipulated the system and finally was able to deflate. We twisted the delivery system multiple times to attempt to get across the septum, this caused the balloon catheter to crease and stop flow from the atrion.'' In this case, twisting of the delivery system may have caused temporary kinking, which could have obstructed fluid flow and led to the reported inflation and deflation issues. As such, available information suggests that procedural factors (device manipulation) may have contributed to the reported inflation and deflation difficulties. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tmvr procedure with a 29mm sapien 3 ultra resilia valve, the physician could not cross the septum (possibly due to fibrotic septum, not sure if there was a previous surgical patch in place) with thv. They removed system and prepped new delivery system and valve. A second valve and commander were able to cross successfully. The valve inflation was very difficult and when physician tried to deflate, balloon did not go down. Physician manipulated the system and finally was able to deflate. We twisted the delivery system multiple times to attempt to get across the septum, this caused the balloon catheter to crease and stop flow from the atrion. There was no withdrawal difficulties. Patient was stable when leaving the room. After removal no device damage was observed.